Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after reprocessing, stickiness was found on the cable of the camera head. There were no reports of of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, there was no stickiness on the camera cable, nor was there any dirt or other adherent matter. There was no melting of the surface of the camera cable (melting of the coating of the camera cable), and the camera cable was not damaged by the chemical, so the cause of the stickiness could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after reprocessing, stickiness was found on the cable of the camera head. There were no reports of of patient involvement.